Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 ii assay results for multiple patient samples. Data for only one patient was provided as an example. Refer to the medwatch with a1 patient identifier (B)(6) for the other assay involved. The patient had been treated with euthyrox (5 days: 50 ug/day and 2 days: 37 ug/day) and was stable. Monitoring of treatment was previously performed with abbott assays. No results from the abbott assays were provided. The laboratory then changed to the roche assays. On (B)(6) 2016, the tsh result was 0.81 and the ft4 result was 1.85 .based on these results, the patient's medication dosage was changed to 2 days: 50 ug/day and 5 days: 37 ug/day on (B)(6) 2017, the tsh result was 5.30 and the ft4 result was 1.45. Based on these results, the doctor kept the same treatment. On (B)(6) 2017, the tsh result was 22.09 and the ft4 result was 1.28. Based on these results, the doctor changed the dose to euthyrox (50 ug/day). The units of measure were requested but were not provided. There was no allegation of an adverse event. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided.

Manufacturer narrative:
The unit of measure for the ft4ii assay was ng/dl and the unit of measure for the tsh assay was ¿iu/ml. The customer used cobas 8000 e 602 module serial number (B)(4). Additional results from both the roche and abbott methods were provided. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
A specific root cause could not be identified. From the information provided, a general reagent issue could most likely be excluded. The results from different manufacturers can vary due to the differences in the overall setups of the assays, the antibodies used, and differences in the standardization materials/standardization procedures used. For thyroid parameters, the normal reference ranges vary between different patient groups. In particular for children, a specific normal reference range should to the used when assessing patient results.

Manufacturer narrative:
Medwatch - catalog no was updated. A preliminary investigation could not determine a specific root cause. A reagent or analytical problem was not likely.